Manufacturer narrative:
(B)(4). The lot number was unknown and the sample was not returned for evaluation; therefore a device analysis could not be performed. If additional or relevant information becomes available, a supplemental report will be submitted.

Event description:
A customer reported a leaking continu-flo solution set. According to the report, the leak occurred from the bottom of the set after connecting to the patient's catheter. Patient involvement and the step of setup or therapy during which this occurred are unknown. There was no patient injury, medical intervention, or adverse reaction that was reported with this event. No additional information is available. This is report 1 of 2.